Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a one-link needlefree IV connector may have contributed to a blood stream infection-bsi (not further specified). The step of therapy during which this occurred was not specified. It was reported that at the time of the event, a PICC line (peripherally inserted central catheter) was in use on the patient (pt), however, it was unknown what medication was being administered. Treatment for the bsi was unknown, however, further described as the pt received either unspecified antibiotics or an unspecified antifungal medication (dates not reported). Patient outcome was not reported. There was no report of damage, leak or connection issue regarding the set. No further information was provided. Additional information was requested but is not available.